Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were not reproduced due to a constant reload set alarm followed by a system error 306. The downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The downstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy during therapy in the medical surgical care area (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.